Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two months after a routine device replacement procedure, the right atrial lead pacing impedance was greater than 3000 ohms; the spike and high impedance triggered an alert. The lead also exhibited non-physiologic and far field r wave oversensing. A lead/device connection issue was suspected so the patient was referred to a electrophysiologist. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead was explanted and replaced due to high impedance. The device was also explanted and replaced.